Event description:
It was reported that post implant gastric band, the patient returned to the surgeon for the third fill on (B)(6) 2013 and unable to perform the adjustment. A fluoroscopy on (B)(6) 2013. It appears that the tubing is detached from the port. The surgery to re-place the port was on (B)(6) 2013. The patient is stable.

Manufacturer narrative:
(B)(4).